Event description:
The complainant reported that an automated impella controller experienced a purge disc failure during product training. There was no patient involvement or harm associated with the failure.

Manufacturer narrative:
The console was returned and an evaluation was performed to investigate the reported issue. During the evaluation it was discovered that the purge disc retainer was no longer attached to the purge assembly. Upon conclusion of the investigation, the reported issue was confirmed and the cause was traced to a broken purge disc retainer. Should additional relevant information become available, a supplemental report will be submitted.